Event description:
The customer reported the sys exhibited arcing and displayed a overload fault. This error is likely to result in an un-commanded loss of sys functionality and require a sys reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive and high voltage tank were replaced and the filament and high voltage were calibrated during the svc call. The system was tested and found to be working as intended and placed back into svc.